Event description:
It was reported by the patient that the remote monitor was not receiving power. Multiple outlets were tried but the situation did not resolve. A new power cord was sent for the patient to try, but now the monitor has been returned. No patient complications have been reported as a result

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported by the patient that the remote monitor was not receiving power. Multiple outlets were tried but the situation did not resolve. A new power cord was sent for the patient to try, but now the monitor has been returned. No patient complications have been reported as a result.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the initial report, the device would not power up using a known good power supply. Further analysis found that there was corrosion and contamination on the printed circuit board assembly. This was the cause of the device not being able to power up.